Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, broken the thread that holds the res is broken in half and half of the threads are gone. The blood glucose was 100 mg/dl at the time of the incident. The customer also reported that, there was little scratch on the screen and up arrow not responding. The customer can read the pump screen and pump is functioning as designed, however having trouble with the up arrow and it was not as responsive. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened dome switch on up arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self-test. Insulin pump was received with corroded battery tube, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.